Event description:
The device was applied during a bowel resection procedure. Reportedly, the instrument would not open after firing. The surgeon resected tissue to remove the instrument and completed the procedure with another device. The hosp has reported the pt's condition is satisfactory.